Event description:
On (B)(6) 2012 the pt reported that the infusion device does not respond to button presses. She removed and reinserted the battery and e8 (power interrupt) was displayed. She is unable to clear/confirm the error because all of the buttons are unresponsive. The keylock function was not activated. The buttons were not damaged or flat pressed and the infusion device had not been dropped. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.